Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced insulin flow block alarm due to occlusion event on (B)(6) 2026. Due to the event, patient experinced high blood glucose level and was treated correction via pump.